Event description:
Explant records indicate all device components were removed as of (B)(6) 2002. The healthcare provider no longer has any medical records for this patient to confirm the device registration explant dates.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3586, serial# (B)(4), product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 3586, serial/lot #: (B)(4), UDI#: (B)(4). Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had their old dbs system that they had not used in 20 years ¿come back to life¿ and it was starting to give them problems because all 4 of their leads were generating again. The patient reported having headaches that started 2 weeks ago and that on (B)(6) 2019 all the leads activated and it felt like they got their head hammered. The patient wanted to get a hold of the local rep. Patient services was going to send a physician listing. The patient also noted that the device coming back to life started sometime in (B)(6) of last year. There were no further complications reported.